Manufacturer narrative:
The reported events of lead was kinked and unable to advance stylet were not confirmed. As received, a complete lead was returned in one piece. The test stylet was able to be fully inserted and removed without restriction. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that during the initial implant procedure, the stylet was unable to advance within the right ventricular (rv) lead and a kink was noted on the rv lead. The rv lead was not implanted and was replaced to resolve the event. The patient was in stable condition.